Manufacturer narrative:
Complaint no: (B)(4). The use of a sharp instrument to open the pouch resulted in a hole in the bag. This is a known cause of the se2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/ser) alarm occurred while using the homechoice (hc) during dwell 3 of 4. The home patient (hp) was connected. During troubleshooting it was found that the top corner of supply bag had a hole in it. The hp stated the outer pouch had been opened using a sharp instrument. The technical service representative (tsr) had the hp end therapy and disconnect using aseptic technique. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.